Manufacturer narrative:
(B)(4). The analysis results showed that two gst60g reloads were received fully fired, with the pan detached from the cartridge. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after the first two firings, the cartridge pan separated from the cartridge when the reload was removed. A hemostat was used to remove the pan from the device. There were no issues with the cut line or staple line for the firings. The same device was used with blue reload cartridges to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Corrected evaluation summary: the analysis results showed that two gst60g reloads were received fully fired, with the pan detached from the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications.